Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 days following the implant of this transcatheter bioprosthetic valve, an unspecified atrio-ventricular (av) block was observed and a pacemaker was implanted. No additional adverse patient effects were reported. Additional information was received that the patient developed atrial flutter with rates in the 40s-50s. The atrial flutter occurred prior to the procedure. No additional adverse patient effects were reported. Additional information was received that the atrial flutter was a pre-existing condition; however, per the physician, the valve implant likely contributed to the need for the permanent pacemaker as it was not a planned intervention prior to the valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 days following the implant of this transcatheter bioprosthetic valve, an unspecified atrio-ventricular (av) block was observed and a pacemaker was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient developed atrial flutter with rates in the 40s-50s. The atrial flutter occurred prior to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.